Event description:
During a remote follow-up, increased capture threshold and myopotential oversensing episodes were observed on the right ventricular (rv) lead. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received that rv lead damage was suspected but it was not confirmed.

Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead.